Event description:
While inspecting the left glove prior to donning, one hole was found in the glove. The hole has the appearance of a punch hole and is the same as reported earlier. This involves a different lot than previously reported. It did not reach a patient.